Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received. The reporter clarified that the handle was referring to the firing trigger, which was the red part. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the reporter, additional information was received. The reporter clarified that the handle that broke was the firing trigger (red part) on the device. Investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, the handle was broken during the second firing. The complaint device was received and evaluated. Visual observations reveal that the implants were not received along with the needle. It was identified that the sleeve was slightly damage, it was deformed in the distal part. When test its functionality, it was observed that the trigger was loose, in that there was no tension on the handle from the spring. The device was opened to review the internal components. As result, the trigger was found broken and disconnected from the latch and from the return spring. The possible root cause for the reported failure can be attributed to excessive force applied to the trigger or due to the internal components that can be are worn causing this failure. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l54947, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2020, it was observed that the handle on the truespan 12 degree peek device broke during the second firing. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.